Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported that the patient received a 131 mg/dl result on the blood glucose monitor while having hypoglycemia symptoms. The patient experience symptoms of sweaty, clammy, weak, and felt "weird". The patient's wife treated him with a can of soda to drink. The patient was unable to self-treat. The patient did not go to the hospital.